Event description:
As reported by the field clinical specialist (fcs), the first valve implanted was a 23mm sapien 3 ultra resilia. Moderate pvl was identified on the following day. Before bav the next day, the first valve moved ventricular 9-10mm, causing wide open ai. The physician deployed a 2nd (larger) valve in the correct position resulting in no ai. Patient is doing well. Upon follow up, the fcs advised that the reported ai was likely a mix of pvl and severe ai, hard to tell at the time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. As reported, 'the first valve implanted was a 23mm sapien 3 ultra resilia. Moderate pvl was identified on the following day. Before bav the next day, the first valve moved ventricular 9-10mm, causing wide open ai.' Furthermore, severe central regurgitation and/or pvl were noted per provided imagery. In this case, valve migrated toward ventricular after deployment, which could potentially lead to native leaflets hanging over, and reduce the blood flow back pressure/recovery pressure, resulting in improper leaflet coaptation with central regurgitation. As such, available information suggests that patient factors (thv migration) may have contributed to the complaint event. However, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.